Event description:
It was reported that the cuff did not inflate while testing. The issue was resolved by using a new one. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00051. The date of that submission was 14 jan 2025. One sample was received for evaluation. Functional testing was able to confirm a leak. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.